Event description:
Pt was scheduled for removal of bilateral breast implants and reconstruction with bilateral tram flaps. Upon removing the implants, the left implant was found to be leaking saline but not silicone. The right implant was intact. These were double lumen saline/silicone implants. The pt had the implants since 1989 and they were implanted by a surgeon different from the expanting surgeon. Neither the explanting surgeon nor the pt knew the MFR of the implants. The implants were sent four routine pathology with nothing abnormal reporting out. Rptr's facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.